Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The initial procedure occurred in 2006. The physician placed a taxus express2 drug eluting stent, unk size, to the proximal left anterior descending (lad) artery. No pt complications were reported. In 2008, the pt presented to the ER with chest pain and was admitted with st elevation. The pt had discontinued clopidogrel 1 year post initial stent implantation. Angiography confirmed a thrombosis in the proximal lad stent which extended to the ostial of the first diagonal branch. The distal lad was completely occluded. Initial attempts to cross the chronic total occlusion (cto) were not successful. A reopro bolus and infusion were administered and the thrombus in the proximal lad was dissipated using a maverick 3.5x12mm balloon. The mid lad still had only timi I to ii flow. Multiple boluses of glyceryl trinitrate and adenosine were given with minimal improvement to flow. The distal thrombus was treated with a maverick 2.0x12mm maverick balloon at low pressure with several passes along the mid and distal lad. An export catheter was then used for aspiration. Timi ii flow was achieved. At this point an intra-aortic balloon pump (iabp) was placed and continued for 24 hrs. Reopro infusion was continued for 12 hrs and clopidogrel was prescribed for life long use. At the time of this report the pt was still hospitalized.